Event description:
It was reported that while using an ilet system, the user experienced a low blood glucose of 62 mg/dl shortly after treating a prior low and making a lunch announcement, and the user believed the pump overcorrected a prior high. Symptoms included hypoglycemia and hyperglycemia peaking at 361 mg/dl. Outcomes included successful self-treatment with oral glucose and completion of troubleshooting and education. Investigation included a review of user-reported sequence of events and coaching to avoid overtreatment of lows to reduce glucose variability. Investigation of this case revealed no device malfunction, with the event consistent with therapy and user behavior related to timing of carbohydrate treatment and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and glucose management behavior.